Event description:
It was reported that the packaging is labeled correct (inside and outside) (screw 50mm) but inside is the wrong item (screw 60mm). A back up was used to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: manufacturing resp. Packaging faults were not found and there were no actions in place related to the reported event for the subject product. This inquiry does not present a complaint regarding product quality and is not device related. It rather reflects a deficiency in the supply change respectively in the flow of information at the hospital and / or its preceded processes. If not already implemented this issue should be followed up by a local CAPA. The event was not caused by product deficiency.

Event description:
It was reported that the packaging is labeled correct (inside and outside) (screw 50mm) but inside is the wrong item (screw 60mm). A back up was used to complete the surgery.